Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in inappropriate anti-tachycardia pacing (atp). There was also intermittent low out-of-range pace impedance measurements on the right ventricular (rv) lead. Lead insulation damage was suspected but not confirmed. No adverse patient effects were reported. Surgical intervention was performed and the lead was surgically abandoned while the device remains in service. No additional adverse patient effects were reported.